Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient (B)(6) index procedure performed on (B)(6) 2022. On (B)(6) 2022 apifix was notified by a distributor that patient (B)(6) underwent revision surgery two days prior due complaints of local pain at the apifix screw level. The surgeon decided to change the screw and position the new one in a slightly different angle and a little deeper. Patient reportedly left the clinic pain-free and happy. The risk of pain is a known risk. Pain associated with scoliosis is well described in the literature regardless of having corrective surgery. Pain can also be a transient complaint associated with the surgical procedure or be secondary to device failure, infection/inflammation, curve progression, screw pull-out, loosening, migration, protrusion, and prominence. The current pain rate is 3.7%. This risk has been assessed and found to be acceptable per the company cer. (Dms-727 rev u). The event of pain is addressed in the IFU (dms-4472 rev g) as a warning and as potential risks associated with the mid-c system and spinal surgery generally.

Event description:
On (B)(6) 2022 apifix was notified by a distributor that patient (B)(6) underwent revision surgery on (B)(6) 2022 due to patient complaint of permanent local pain at the apifix screw level. The surgeon decided to change the screw and position it in a slightly different angle and a little deeper. Patient reportedly left the clinic pain-free and happy.